Manufacturer narrative:
A visual inspection was performed on the returned device. The reported twisted device was not confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The complaint device was returned with no damage noted. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the package was opened, the sheath of the prostyle device was twisted. The prostyle device was not used in the patient. Another device was used to achieve hemostasis. No additional information was provided.